Event description:
Customer claims her skin was irritated and she noticed blistering around lower leg after using sports tape. She went to clinic. She keeps it wrapped with gauze and medicine so it would heal.